Manufacturer narrative:
The evaluation noted that revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The loosening may have led to instability and an increase in cement and bone particles in the joint space and resulted in prosthesis wear. However, this cannot be confirmed as the devices were not available for evaluation and x-ray images were not provided. The most probable root cause associated with the reported event of " loosening - femoral" is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this female patient was revised for femoral loosening. Femur was loose, some poly wear noted. Revised to a competitor device. Patient was last known to be in stable condition following the event. The device will not be returned due to hospital keeps all retrievals.